Event description:
The customer reported that when the ventilator alarmed, the facility remote alarm system did not activate and the remote alarm connection was loose. The ventilator was not in use on a patient therefore there was no patient involvement or harm. The manufacturer's service technician verified the reported problem. Upon evaluation, the service technician reported the ventilator remote alarm connector was broken. The service technician replaced the main pcb board to correct the reported problem. Applicable final testing was completed and passed per operating specifications.